Manufacturer narrative:
Batch review performed on 07 march 2025. (B)(4) items manufactured and released on 21-feb-2017. Expiration date: 2022-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 7 years 7 months after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.